Manufacturer narrative:
Follow-up #1 date of submission 08/04/2015-product analysis:the device was returned and evaluated by product analysis on 07/20/2015 with the following findings:a battery compartment crack was observed. The returned battery cap threads were damaged and the cap was unable to secure to the pump. A test cap was able to secure properly to the pump. Unrelated to the complaint, investigation revealed the display screen was discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue-battery cap will not secure properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).